Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and data embedded in history log is insufficient to confirm the reported event. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. Reproducible tests have been carried out and the first test was a displacement test performed, this test showed compliant results. Then flowrate tests were performed, and all measurements were within IFU specifications ((B)(4)). Quality control was successfully completed with no malfunctions detected. For this complaint, the reported issue could not be reproduced and no root cause was identified, the complaint is therefore not valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: issue with the delivery of volume with this syringe pump: 25173678 still under warranty. During customer security check at 7.30am, customer noticed that the vancomycin syringe pump indicated that there were 7.30 hours left before the end, i.e. An end time of 2.30pm, whereas the infusion had been set up at 12pm the day before, for a 24 hour passage time. Calibration was good (correct brand of syringe programmed). Syringe changed at 9.45am (treatments to be given + change of catheter dressing + change of lines). Co-ordinating nurse informed of issue valve with anti-reflux valve fitted. 2 hours later inconsistency. Volume infused: 3.6 ml / 2h (instead of 4 ml) and when you look at the syringe you see that only 1 ml has passed, there's 47 ml left in the syringe, whereas I filled to 48 ml, purged the line (about 2 ml) so there should be 41 ml left in the syringe. Syringe pump changed at 12 noon. Co-ordinating nurse informed. 1 hour later I checked: everything was in order, there were 2 ml left and customer did a visual check on the syringe, customer were at 45 ml, the fault coming from the previous syringe pump. Clinical consequences: did not receive full dose of antibiotic. Precautionary measures and actions taken: syringe pump changed. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a